Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker, had 2 out of range pace impedance trends. Both measurements appeared to be greater than 3000 ohms. Technical services discussed this likely to be a spring contact issue. Noise oversensing was also seen when the pacing configuration switched, due to the high impedance. The right atrial (ra) lead was programmed back to unipolar configuration and the noise went away. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
This product has not been returned to boston scientific. Thus, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker, had 2 out of range pace impedance trends. Both measurements appeared to be greater than 3000 ohms. Technical services discussed this likely to be a spring contact issue. Noise oversensing was also seen when the pacing configuration switched, due to the high impedance. The right atrial (ra) lead was programmed back to unipolar configuration and the noise went away. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.